Event description:
It was reported after 3 hours of ablation, the handle of the catheter leaked and an electrical error on the ibi generator occurred. A new catheter was used to continue the procedure without any consequences to the pt.

Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. The saline created a conductor wire short with the thermocouple, causing the error message on the generator. Review of the device history records confirmed there was no issue related to complaint during mfg process. A quality improvement project was initiated to address this issue. Date report submitted to FDA by MFR: 09/10/2010. Date the initial rptr provided the info to the MFR: (B)(4) 2010.